Event description:
It was reported that this right atrial (ra) lead was part of a pocket revision due to pain and suspected infection. The pocket was reopened and the lead along with another manufacturer's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were repositioned in the pocket and remain implanted and in service. No additional adverse patient effects were reported.